Event description:
It was reported that during the implant procedure, the lead was attempted but not used due to continuous polarity switches, low impedances and a separation near the coil. The coil separation was not due to any noted implant/explant damage. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Upon visual inspection, it was noted that the lead had been stretched. It was noted that the inner insulation of the lead was pulled apart. The outer insulation of the lead was breached. The lead was damaged during the implant process.